Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited low impedance. All other electrical measurements were normal. The lead remained implanted and the patient would be monitored.